Event description:
The customer reported that the enteral feeding pump did not alarm when the set came off the rotor.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of no alarm when the rotor went off. The unit was triaged and the customer¿s reported condition was confirmed. An issue with the gearbox was found. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.